Manufacturer narrative:
B1, b2, h1: based on the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of one implant placement deviating cranially from its intended position, at the right sacroiliac joint, was due to factors unrelated to brainlab navigation. There is no indication of an error or malfunction of the brainlab navigation device, nor of an error related to the use of the device. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating implant placement, performed with the aid of navigation, shifted cranially by ca. 11 mm from its intended position, is unrelated to brainlab navigation. Based on the information provided, it is concluded that the root cause is: · the use of non-navigated non-brainlab instruments to place the implant following a pin that had been re-placed without the aid of navigation. During the use of the impactor, the pin, initially placed with navigation, at this site was removed before the placement of the implant. It was subsequently re-placed, without navigation, but not in the same position, as seen in the fluoroscopy images. The implant was then malleted in place (without navigation) following this new pin position that was more cranial than the intended position. There is no indication that the brainlab navigation software nor brainlab products contributed to the deviating placement of the implant.

Event description:
A minimally invasive surgery for a right sided sacroiliac joint fusion, with intended placement of three implants, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. From a lateral fluoroscopy image, the surgeon discovered that one of the implants placed with the aid of navigation deviated from its intended position (at the right sacroiliac joint, by a ca. 11 mm cranial shift). According to the surgeon (treating clinician): - the deviation of one implant, at the right sacroiliac joint, placed with the aid of navigation, was detected by the surgeon before finalizing the surgery and the implant was corrected to its intended position with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all implant placements correct at the end of the surgery. - there was neither harm nor negative effect to the patient due to the deviating placement, also not due to surgery/anesthesia prolongation of 15 minutes. - there was no direct (or increased) risk to harm a critical structure due to the deviating placement. - no further remedial actions for the patient were necessary, done or planned, and there was no prolongation of hospitalization as a result of the deviating placement.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since an implant was placed in the patient's sacroiliac joint a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of one implant, at the right sacroiliac joint, placed with the aid of navigation, was detected by the surgeon before finalizing the surgery and the implant was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all implant placements correct at the end of the surgery. There was neither harm nor negative effect to the patient due to the deviating placement, also not due to surgery/anesthesia prolongation of 15 minutes. There was no direct (or increased) risk to harm a critical structure due to the deviating placement. No further remedial actions for the patient were necessary, done or planned, and there was no prolongation of hospitalization as a result of the deviating placement. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
A minimally invasive surgery for a right sided sacroiliac joint fusion, with intended placement of three implants, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. From a fluoroscopic image, the surgeon discovered that one of the implants placed with the aid of navigation deviated from its intended position (at the right sacroiliac joint, by ca. 11 mm from the intended position). According to the surgeon (treating clinician): the deviation of one implant, at the right sacroiliac joint, placed with the aid of navigation, was detected by the surgeon before finalizing the surgery and the implant was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all implant placements correct at the end of the surgery. There was neither harm nor negative effect to the patient due to the deviating placement, also not due to surgery/anesthesia prolongation of 15 minutes. There was no direct (or increased) risk to harm a critical structure due to the deviating placement. No further remedial actions for the patient were necessary, done or planned, and there was no prolongation of hospitalization as a result of the deviating placement.